Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical assistance from paramedics due to low blood glucose. The reported blood glucose reading was 51 mg/dl. The customer stated that she was connected while priming her insulin pump.